Event description:
Complaint received from maude database report (B)(4). A pt was using fecal containment device for 10 to 14 days and developed a rectal ulcer. The event is deemed serious. From a clinical perspective, a causal relationship between the device and this event is deemed possible because it was apparently in use when the problem was discovered.

Manufacturer narrative:
Reported to the FDA on november 02, 2011. FDA registration number. Reporting site (specification developer): (B)(4).